Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The stent was returned within its dispenser hoop. Visual examination of the returned device revealed that the pusher was kinked as well as deformed. Visual and microscopic inspection of the device found that the stent was returned in its deployed state. The delivery catheter was noted to be kinked flattened. During functional testing, the delivery catheter was flushed without difficulty, but the pusher could not be flushed due to the damage noted. The pusher moved freely within the catheter and was removed after cutting off the distal taper tip. After removal, the pusher was noted to be further kinked at the distal end. No other anomalies were noted. Information available also stated that the anatomy was very tortuous with 90% stenosis and calcification at the lesion. It is likely that anatomical factors contributed to the observed damages limiting the performance of the stent during the clinical procedure. It is possible that the stent was deployed out of the delivery system during removal or after the clinical procedure. Therefore based on all of the information available an assignable cause of handling damage was assigned to the observed premature deployment of the stent.

Event description:
Analysis of the returned device noted that the stent had deployed prematurely. No consequences to the patient were reported.